Event description:
It was reported that the right ventricular (rv) pacing lead impedance and threshold values had been increasing over time. Provocative testing was done to rule out a lead fracture. The physician elected not to adjust device settings or to perform any other interventions at the time and referred the patient to another clinic for a follow up evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4592-45 implantable pacing lead 2012 (B)(6). (B)(4).